Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, it was noted that there was an increase in pacing impedance and a loss of capture on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable.